Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was experienced as the pacing lead helix would not fully extend and that the part of the helix that would extend moved with a "jerk". The lead was explanted and replaced. No patient complications have been reported as a result of this event.